Event description:
This user's physician reported that the "fdp" electrode is non-functional, which will require a revision surgery. This user previously had another non-functional electrode, which required a revision surgery to implant a new electrode. Testing was conducted to verify that the problem is related to the electrode and not other freehand system components. The physician suggested that this user may be damaging the electrode connections by hooking instrumented arm around the vertical posts of this wheelchair for posture control, which places significant and repetitive forces directly on the connector site.